Event description:
It was reported that the patient's ipg wound site never fully healed and later developed an infection at the ipg wound site. In turn, surgical intervention was undertaken wherein the entire system was explanted to address the issue. Later, the patient was discharged and was prescribed on oral antibiotics.

Manufacturer narrative:
Date of event is estimated.